Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device failed to fire more than twice with multiple fully charged batteries and troubleshooting was not confirmed. Therefore, an assignable root cause was not determined. The impactor was visually inspected and it was found that the device passed visual inspection. During the assessment, the impactor device operated. However, the trigger was observed to be difficult to press/depress, resulting in unintended operation, consistent with lack of lubricant. The assignable root cause for the trigger difficulty and unintended operation was determined to be due to improper maintenance.

Event description:
It was reported that during service and evaluation, it was determined that the trigger of the impactor device was difficult to press/depress, resulting in unintended operation. It was noted in the service order that during pre-surgery testing the device failed to fire more than twice with multiple fully charged batteries and troubleshooting. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.